Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to bioid failure. The customer requested the field service engineer dispatch to be cancelled. However, the customer resolved the issue after reboot. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system bioid feature was not activating. The customer reported that the users experienced challenges during the login process, which necessitated multiple reboots before access was granted. The customer stated that workflows were delayed as users had to rely on passwords instead of the bioid functionality. There were no adverse events or injuries reported based on this incident.